Event description:
Pt underwent essure micro-insert implantation on (B)(6) 2009 at a hospital under general anesthesia. Pt reported that immediately following the essure implantation procedure, she had cramping, bleeding, fever, and chills. Pt reported that she returned to her doctor that performed the essure procedure and was told that she had an infection. Pt stated that on (B)(6) 2009 she had a salpingectomy due to infection and the essure micro-inserts were removed as well. Pt reported all symptoms have ceased following device removal and salpingectomy. Pt stated she was told by her physician that the infection was caused by the essure micro-inserts.

Manufacturer narrative:
(B)(4).